Event description:
A malfunction was reported with the pump, specifically showing malfunction code 16, and no notable events occurred prior. There was no adverse impact to the customer¿s blood glucose level, keeping it within normal range. Customer support arranged to replace the pump, as it could not be reset.